Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dka, coma as well as dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were reportedly over 1200 mg/dl while wearing the pod between 25 and 36 hours. The patient's last bolus was administered before going to sleep. He woke up with hyperglycemia, vomiting and hyperventilating which caused with the pod's cannula to dislodge. The patient fell unconscious and his friend called an ambulance who transported him to hospital. At the healthcare facility the patient was put into coma for a few days. Symptoms reported include headache, nausea, vomiting, fainting and hyperventilation. The patient was treated with manual insulin delivery in hospital, a kidney machine, tube into neck and artificial nutrition while in coma. The patient visited (B)(6) hospital for about 3 days. A new pod was applied.